Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient wanted a new device because his old inflatable penile prosthesis (ipp) was not working anymore due to a fluid loss. A replacement surgery was performed and it was found that the cylinders had ruptured and tissue had grown into the fabric. There were no patient complications.